Event description:
Discordant advia centaur troponin results were obtained on three patients samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of adverse health consequences due to the discordant troponin results.

Event description:
Discordant advia centaur troponin results were obtained on three patients samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). Patient underwent a nuclear cardiac scan (mibi). There was no report of adverse health consequences due to the discordant troponin results.

Event description:
Discordant advia centaur troponin results were obtained on three patients samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). Patient was admitted to the ccu and underwent further blood testing. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
The operator failed to follow instructions, event occurred due to operator error. The customer put the base bottle in place of the wash 1 bottle. Siemens healthcare technical solution center specialist (tsc) instructed the customer to flush and prime wash 1 through the system, calibrate and run controls. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The operator failed to follow instructions, event occurred due to operator error. The customer put the base bottle in place of the wash 1 bottle. Siemens healthcare technical solution center specialist (tsc) instructed the customer to flush and prime wash 1 through the system, calibrate and run controls. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The operator failed to follow instructions, event occurred due to operator error. The customer put the base bottle in place of the wash 1 bottle. Siemens healthcare technical solution center specialist (tsc) instructed the customer to flush and prime wash 1 through the system, calibrate and run controls. The instrument is performing within specifications. No further eval of the device is required.